Manufacturer narrative:
(B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer stated that there was a small crack on the back of the insulin pump and they were in the bath when this happened. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error alarm and pump error 35 alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection.